Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had no cutting performance during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on welded cap. Body needle was severely bent near the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks observed at the bent area. Inner cutter was observed to be bent. Excessive adhesive observed at cutter/coupling bond joint. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had a cut and actuation failures. The exact root cause of the cut and actuation failures is due to the excessively bent needle and bent inner cutter. How and when the bent needle occurred cannot be determined. The most likely root cause of a bent needle is handling of the probe. The evaluation also found excessive adhesive observed at the cutter/coupling bond joint. The root cause for the excessive adhesive at cutter/coupling is related to the manufacturing process of the device. A non-conformance record was initiated related to the excessive adhesive at cutter/coupling. The exact root cause for the bent needle could not be determined therefore, specific action with regards to this complaint cannot be taken. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).